Manufacturer narrative:
H10: device evaluation: three photos were included in agile attachments for evaluation; pictures showed the sample returned. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination in order to detect any damage on the cuff, airline or pilot balloon. No damage could be detected. The sample was tested on leak test. The test was performed under water. Cuff inflated successfully; the complaint was not confirmed. Based on the analysis conducted in the sample provided, no defects were detected in the sample received. No corrective actions were taken since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no defection that was detected during pre-test, however, cuff constantly required pumping when placed inside patient. Patient requires ventilator. Defective product was replaced.